Event description:
A voluntary medwatch #1041388 was received with the following info: just a short while after receiving her stent(s), the pt had to go into the hosp to have some of her stomach removed. She went through the surgery well. The pt was moved out of the recovery room to her own bed and began her exercises. She was doing great. Out of the blue, the hosp called stating that the pt's oxygen level had dropped dramatically and that she was put on a ventilator. By the time the family member arrived at the hosp, the pt had expired. The attending physician who did the surgery was puzzled as the pt had cleared the danger zone and then without explanation expired. No autopsy was done but another physician stated that the pt expired due to a blood clot that went to her brain causing a stroke. Before the surgery, after receiving the stents, the pt had unusual respiratory problems/congestion that the pt and doctors could not clear up. No add'l info is available.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.